Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 209 mg/dl. Her glucose was retested using another meter and that reading was 80 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.